Event description:
The pt underwent a diagnostic cardiac catheterization. Good marking was achieved. One needle did not present on deployment. Back down of the needles to their original position was successful. The cardiologist redeployed the needles, but the same needle did not present on the second deployment. Back down was again attempted, but the device could not be removed. Fluoroscopy showed the needle tip slightly outside the crimp ring. The pt was taken for surgical removal of the device. Surgery was successful and the pt did fine. Reports from the field indicated that a pre-pvs angiogram showed the access site at the upper end of the common femoral artery and no calcification of the artery. This was the first procedure in this groin. The angle of insertion was unremarkable, the star was pointing straight up and the hub was locked in place. The vascular surgeon noted that the anterior needle missed the barrel. The device was not returned to the MDR. Review of the mfg records for the lot number provided revealed no deviations relevant to this occurrence. The instructions for use clearly direct that the user not attempt redeploy the pvs device after the needles have been backed down following the initial deployment attempt. Had the user attempted to redeploy the needles, the device could have been safely removed from the pt. Needle backdown is a pvs device safety feature designed to allow for the safe removal of the device after encountering difficulty with needle deployment. Redeployment after successful backdown poses a risk of (1) encountering the same deployment difficulty and (2) causing damage to the device which interferes with a second back-down.